Manufacturer narrative:
The reported event of ¿unable to remove the stylet without damaging the lead¿ was confirmed. A complete lead was returned in two pieces with the stylet stuck inside the lead. Visual inspection of the lead found that the connector pin and crimp sleeve were pulled out of the connector assembly along with the inner coil which is consistent with procedural damage and the ptfe stylet coating was bunched up/clogged inside the inner coil distal to the connector pin. The cause of the reported event was due to bunched up ptfe coating of the stylet inside the inner coil that prevented the removal of the stylet and excessive forces resulted in the connector pin and crimp sleeve to be pulled out of the connector assembly.

Manufacturer narrative:
Correction- section h3: the lead was evaluated by the manufacturer.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the stylet had failed to separate from the left ventricular (lv) lead and the lead was damaged. The lv lead was removed and replaced. The patient had no adverse consequences.